Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during functional testing and review of the archive data. The root cause of the (ua)07 was due to failed load cell #1. The cracked covers and load cell failure were likely attributed to mishandling such as a drop, or the age of the platform. The autopulse platform was manufactured in 2018 and is over 6 years old, past its expected service life of 5 years. The secondary complaint that it also sounds like something is loose inside was confirmed during visual inspection of the platform. Broken pieces of the front and bottom enclosures were observed inside the device. The observed physical damage appeared to be the characteristics of mishandling. The broken pieces were removed, and the cracked front and bottom enclosures were replaced to address the issue. During further visual inspection, unrelated to the reported complaint, a cracked top cover was observed. The observed physical damage appeared to be the characteristics of mishandling. The top cover was replaced to address the issue. A review of the archive data showed (ua) 07 error messages; thus, confirming the reported complaint. The platform failed initial functional testing due to the (ua) 07 message displayed upon powering up the platform; thus, confirming the reported complaint. The single point load cell #1 was replaced to remedy the complaint. Following service, the platform passed the load cell characterization check. The autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(6).

Event description:
The customer reported during shift check, the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). It also sounds like screws are loose inside the platform. No patient involvement.